Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for device separates was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and the issue of device separates was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode device separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the butterfly fell apart when button was pushed to retract the needle. No patient impact or exposure reported. The following information was provided by the initial reporter: "customer states product fell apart when button was pushed to retract needle. Butterfly fell apart when button was pushed to retract the needle, almost making it ¿blow up¿ when she hit it. Did exposure to blood/ bf occur? No.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the butterfly fell apart when button was pushed to retract the needle. No patient impact or exposure reported. The following information was provided by the initial reporter: "customer states product fell apart when button was pushed to retract needle. Butterfly fell apart when button was pushed to retract the needle, almost making it ¿blow up¿ when she hit it. Did exposure to blood/ bf occur?: no.

Manufacturer narrative:
D2b: medical device type: jka. G5: PMA/510(k)#: k220212. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.